Event description:
It was reported that the device longevity was shorter than expected. The device had a history of high defibrillation thresholds and had delivered a total of 33 shocks which may explain the shortened longevity; however, the physician felt the longevity was below expectations. The device was reprogrammed with lower outputs and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.